Event description:
It was reported that following a carotid artery stenting procedure (cas), an angio-seal sts plus was deployed. A pre-deployment angiogram found no anomalies at the puncture site. Four hours later, the pt ambulated. One day later, the pt developed a fever with signs of inflammation in the right groin. Drainage of the puncture site was performed and the pt received antibiotics intravenously. The pt was remained hospitalized for several days.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the infection is uncertain. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.